Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which ws reproduced. An undetected upstream occlusion was confirmed and was determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.

Event description:
It was discovered during baxter's testing that a spectrum pump failed to alarm, resulting in an undetected upstream occlusion. It was also reported that there was no patient injury.